Event description:
Used it 4 or 5 more times before it happened. (B)(6), put product in microwave and this time it popped. Didn't see anything splattered in microwave, so pulled it out and then it spilled all over her arm and elbow. She went to the hospital because it was stuck to her and was burning her. Second degree burns. Noticed slit along edge of product by stitching after microwaving.